Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Home monitoring atrial episodes showed noise on the atrial channel. Home monitoring also alerted to sensing amplitude falling below 0.5mv, previously 2-3mv after implant. Lead remains implanted. No adverse patient events were reported. Should additional information become available, this file will be updated.